Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified posterior tibial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 8 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal of the distal markerband and extending approximately 33mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified posterior tibial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 8 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.